Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (B)(6) is unknown, therefore, the UDI number only will contain the device identifier (B)(4). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump over infused bumex (0.5mg/hr running at a rate of 2ml/hr). The pump shows volume to be infused (vtbi)=10.4ml, time hr:min =05:13), however the medication bag was empty and the pump was not beeping to indicate a completed infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.